Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. At the time of the report with tandem technical support, customer was unable to provide additional information. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.